Event description:
The customer stated a patient with lyse resistant rbcs, generated higher than expected wbc results on the cell-dyn sapphire. The initial measurement in cbc [l] mode generated a wbc result of 20.4 k/ul with a resistant rbc flag. The specimen was retested in cbc [l] mode with a wbc result of 20.6 k/ul and no resistant rbc flag. The specimen was tested in cbc , r [l++] mode with a wbc result of 11.6 k/ul and confirmed on a sysmex kx21n with a wbc result of 10.8 k/ul. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.